Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reformed the hard disk drive. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not display images and would operate slowly. No pt injury was reported.